Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2004 and (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial and a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2004 and (B)(6) 2014, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh 2x. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)00: wellspan health. John p. Whiteley, md. Pathology report. Accession #: s-00-06963. Clinical information: laparoscopic cholecystectomy; cholecystitis. (B)(6)00: wellspan health. J. David owens, md. Pathology report. Accession #: s-00-11319. Final diagnosis: appendix, incidental appendectomy. (B)(6)02: york hospital. Vasudevan tiruchelvam, md. Operative report. Preoperative diagnosis: ventral hernia with bowel incarceration. Operation: left colectomy with end-to-end anastomosis. Excision and repair of large ventral hernia. Indications: this is a 56-year-old lady who presents with severe left lower quadrant pain and tenderness and guarding. She is noted to have a large ventral hernia with some bowel incarceration. It was recommended the patient undergo repair of the hernia and at the same time undergo a left colectomy to resect the areas of sigmoid and descending colon diverticulitis. Procedure: ¿the patient was brought to the operating room. A midline incision was made from about the umbilicus to the pubis. The skin, subcutaneous fat, and fascia were divided. On entering the abdominal cavity, the patient was found to have two areas of diverticulitis, one perforation at the descending colon and one area of sigmoid colon was also inflamed and involved. The entire left colon was mobilized. The splenic flexure was mobilized in the usual manner by taking down its attachments. The proximal, distal, and descending colon were divided with the gia stapler. The rectosigmoid was divided with the gia stapler. The mesentery was scored and clamped with kelly clamps and divided and ligated with chromic catgut and the specimen was removed. The mobilized descending colon and splenic flexures were brought down to the rectosigmoid junction and using reverse eea technique a #28 french anvil was placed in the distal sigmoid stump. After making an enterotomy in the proximal colon, the eea instrument was passed and fired and a very fine anastomosis was established. This was checked with insufflation of air and saline. It did not show any leakage. Several other silk sutures were placed anteriorly in the suture line for support. The enterotomy was then closed with the ta-55 stapler and then closed with a running silk suture. The wound was copiously irrigated and hemostasis was checked for. A #10 jackson-pratt drain was placed for drainage. The large ventral hernia was identified and the sac was excised. The fascial defect was fashioned. Using #1/0 maxon running suture, the fascia as well as the abdominal wall were closed. The wound was irrigated. The skin was closed with staples. The patient tolerated the procedure well.¿ postoperative diagnosis: same. (B)(6)02: wellspan health. David a. Derrick, md. Pathology report. Accession #: s-02-01237. Final diagnosis: 1. Colon (partial resection, left): diverticulosis, with focal diverticulitis and diverticular rupture. Eleven (11) regional lymph nodes with no pathologic diagnosis. 2. Abdomen (ventral herniorrhaphy): hernia sac. Specimen description: 1. Left colon segment. 2. Ventral hernia sac. Clinical information: colon cancer. Gross description: 1. Received is an unopened segment of large bowel 18 cm in length closed on both ends by small calibre staples. The bowel segment measures up to 3.2 cm in diameter. The serosal surface is a mottled reddish tan with some hemorrhagic fibrous adhesions. An abundance of pericolonic adipose tissue is attached. Opening of the specimen reveals no tumor masses or areas of ulceration. The lumen contains several fecaliths and multiple diverticula are noted. Representative sections are submitted as follows: a-circumferential resection of margin from one end of specimen. B-circumferential resection margin from opposite end of specimen to include diverticulum. C&d-diverticula from center of specimen. E-g-additional representative diverticula. H&I-random longitudinal sections from either end of the specimen with one showing additional diverticula. Eleven (11) representative tan nodes or nodules are resected from the surrounding adipose tissue. Four are submitted intact in cassette 1j, one is trisected and submitted in cassette 1k along with an additional node marked with india ink which is bisected, two are bisected and submitted in cassette 1l, one marked with india ink, two are bisected and submitted in cassette 1m, one marked with india ink and one is bisected and submitted in cassette 1n. 2. Received is an irregular portion of purplish tan fibromembranous tissue 6.5 x 3.0 x 0.8 cm in greatest dimensions with some attached lobulated yellow adipose tissue on one side. One edge of the fibromembranous tissue is somewhat thickened. Representative sections are submitted in cassettes 2a and 2b. (B)(6)02: york hospital. Vasudevan tiruchelvam, md. Operative report. Preoperative diagnosis: ventral hernia. Operation: ventral hernia repair with marlex mesh. Findings: ¿this is a 57-year-old lady with a large ventral hernia extending from about the umbilicus down to half way between the umbilicus and the pubis.¿ procedure: ¿a midline incision was made, and the skin and subcutaneous fat and fascia divided after prepping the abdomen with betadine and draped with sterile towels in the usual manner. The patient had a large hernia sac which extended more superiorly and inferiorly. Several small hernias were identified. The sac was excised. The fascial bridges between the hernias divided and a very large defect was identified. A 9 x 14 sized mesh was then cut to fit the size of the fascial defect and was sutured to the fascia with a running #0 prolene suture. The fascia was then approximated in the midline with another #0 prolene suture. The wound was irrigated, hemostasis checked for. A #7 jackson-pratt drain was placed in the subcutaneous tissue for drainage. The fat was closed with chromic catgut. The skin was closed with staples. The patient tolerated the procedure well.¿ postoperative diagnosis: same. (B)(6)02: [facility ni]. Supplies. Mesh, 14¿ x 9¿. (B)(6)02: york hospital. J. David owens, md. Pathology report. Accession #: s-02-25414. Final diagnosis: abdominal wall, soft tissue, biopsies: suture granuloma and resolving fat necrosis. Comment: the entirely submitted specimens consist of fibroadipose and connective tissue focally incorporating brisk foreign body reaction to foreign, apparent suture material well demonstrated upon viewing of the sections with polarized microscopy. Areas of fibrosis and zones of involuting or resolving fat necrosis accompany the granulomatous foreign body reaction. There is no evidence of malignancy. Specimen description: abdominal wall, soft tissue; biopsy. Clinical information: abdominal wall mass. Gross description: the specimen consists of 2 rubbery pale tan yellow to dark tan pink portions of tissue with cauterization measuring 1.5 x 1.5 x 0.8 cm and 2.0 x 1.3 x 0.7 cm. The larger is remarkable for a blue knotted suture, embedded within the parenchyma. No discrete evidence of hemorrhage or nodularity are identified. The cut surfaces are dense and resilient. The entire larger fragment devoid of suture material is submitted in cassette ¿a¿ and the smaller fragment is entirely submitted in cassette ¿b¿. (B)(6)04: york hospital. Vasudevan tiruchelvam, md. Operative report. Preoperative diagnosis: recurrent ventral hernias. Operation: ventral hernia repair with mesh. Indications: this is a 59-year-old lady with recurrent ventral hernias from a midline incision. Procedure: ¿she was brought to the operating room for surgery. The abdomen was prepped with betadine and draped with sterile towels in the usual manner. A midline incision was made extending from above the umbilicus right down to the pubis. Skin, subcutaneous fat and fascia were divided. The patient was found to have several small hernias surrounded by midline mesh. The hernias were carefully dissected free from the fascia and the fascial defect was developed, excess excised. The mesh, which was adherent to the transverse colon, was carefully dissected free from the transverse colon and the entire marlex mesh was excised. A very large defect was then established and it was covered with gore-tex dual surface mesh and sutured to the fascia using several interrupted running #0 gore-tex sutures. Hemostasis was ensured. The wound was irrigated. A 10 jackson-pratt drain was placed to drainage. The subcutaneous fat was closed with vicryl and skin was closed with staples. The patient tolerated the procedure well.¿ postoperative diagnosis: same. (B)(6)04: york hospital. Implant sticker. Dualmesh plus antimicrobial. Lot: 02792287. Item: 1dlmcp07. [Handwritten] gore 20 x 30. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/02792287) was implanted during the procedure. (B)(6)04: york hospital. Vasudevan tiruchelvam, md. Operative report. Preoperative diagnosis: ventral hernia. Operation: return ventral hernia repair. Lysis of adhesions. Placement of new mesh after excising the previous mesh. Findings: ¿this is a 59-year-old lady who has recurrent ventral hernia with patches of small-bowel obstruction. She is brought to the operating room for repair of her hernia plus lysis of adhesions plus abdominoplasty to be done by dr. Potochny.¿ procedure: ¿the abdomen is prepped with betadine and alcohol and draped with sterile towels in the usual manner. The previous scar in the midline was excised by dr. Potochny. The skin, subcutaneous fat and fascia were divided. The patient had a large ventral hernia arising from the superior part of her previous hernia repair. The dual surface mesh that was sutured previously was intact except at the superior portion of her abdominal incision. There were numerous small bowel adhesions which were lysed from the previous mesh and abdominal wall and the previous mesh was removed. The wound was irrigated, hemostasis checked for and a new dual surface gore-tex mesh was placed and sutured with several figure-of-eight interrupted sutures for all four corners as well as the side and then also several running #0 prolene sutures within the fascial defect and mesh. The patient tolerated this part of the procedure well and the rest of the operative description will be dictated by dr. Potochny.¿ postoperative diagnosis: same. (B)(6)04: york hospital. John d. Potochny, md. Operative report. Preoperative diagnosis: massive ventral hernia, recurrent and incarcerated and excessive abdominal skin and subcutaneous tissue. Operation: excision of midline incisional scar and excision of excessive fat and subcutaneous tissue with complex abdominal wound closure following a repair of an incarcerated and recurrent ventral hernia with gore-tex mesh by dr. Tiruchelvam. That will be dictated in a separate operative note. Complications: none. Specimens: a total of 1100 grams of abdominal subcutaneous tissue and fat was removed as part of the operation. Drains: two jackson-pratt drains were placed; one exiting the left suprapubic region that was placed up over the mesh and the other across the lower transverse region exiting the right suprapubic region. Indications: a 69-year-old female has had multiple abdominal operations and recurrent ventral hernias. Most recently approximately three months ago she had repair with dual-sided gore-tex mesh but has developed another hernia with incarceration of bowel and partial bowel obstruction. She is brought to the operating room at this time for a combined operation of ventral hernia repair by dr. Tiruchelvam and complex abdominal wound closure by myself. Procedure: ¿sharon young was brought to the operating room and identified and placed on the table in supine position. Following sequential compression, pumps were placed on both calves prior to induction. Following successful general endotracheal anesthesia, markings which had been made in the upright standing position in the holding area were enhanced with a felt-tipped marking pen including excision of the midline widened ventral scar. The patient was first scrubbed with a betadine soap scrub and then prepped with betadine and draped in a sterile standard fashion. The operation commenced with an excision of the midline pre-exiting widened scar and at this point, I turned the operation over to dr. Tiruchelvam, who then performed the ventral hernia repair. Following his procedure, which is dictated in another operative note, I returned to the operating room, irrigated the wounds and excised additional excessive skin which was either too thin or not viable for the complex wound closure. This included the umbilicus which was thinned and disinserted during the course of the hernia repair. Temporary tailor tacking technique was used with the staples before a layered wound closure over drains was performed. Electrocautery was used to complete hemostasis and a total of lower pannus skin and subcutaneous tissue, approximately 1100 grams was excised as part of this portion of the operation. A layered closure over the drains was then performed with a deep scarpa¿s fascia and dermal sutures with 2-0 and 3-0 vicryl. Drains were placed as followed: exiting the suprapubic region on the left was a #10 french jackson-pratt drain placed along the vertical access over the mesh and a right exiting suprapubic drain was placed transversely along the lower portion of the abdominal closure. These were subsequently sewn to the skin and placed to closed bulb suction drainage. Skin was then closed as follows after the layered wound closure. A running subcuticular closure with 4-0 monocryl for the vertical incision was performed and skin staples were used for the transverse lower abdominal closure. She tolerated this procedure well and maintained hemodynamically stable throughout this portion of the operation. Sterile dressings were then applied with xeroform gauze to all the incisions followed by drains, sponges, fan-folded gauze and abd¿s and she was placed in a four panel abdominal binder. This was a latex-free abdominal binder as the patient has latex sensitivity and/or allergy. The patient was then transferred over to the postoperative bed and remained stable and intubated before leaving the operating room to the recovery room in stable condition. There were no complications. Needle, sponge and instrument counts were correct for this portion of the operation.¿ postoperative diagnosis: same. (B)(6)04: york hospital. Implant sticker. Dualmesh biomaterial. Lot: 03097532. Item: 1dlmc06. [Handwritten] 18 x 24. The records confirm a gore® dualmesh® biomaterial (1dlmc06/03097532) was implanted during the procedure. (B)(6)04: york hospital. David a. Derrick, md. Pathology report. Accession #: s-04-14580. Final diagnosis: 1. Abdomen (ventral herniorrhaphy): hernia sac with active chronic inflammation, fibrosis, and foreign body giant cell response. 2. Abdomen (panniculectomy): pannus (1154 grams) with focal dermal fibrosis and foreign body giant cell response. Specimen description: 1. Hernia sac and scar tissue. 2. Pannus. Clinical information: incisional hernia repair with complex abdominal closure, ventral incisional hernia. Gross description: 1. Received in formalin are 2 large fragments of mottled tan pink to hemorrhagic maroon red fibromembranous tissue each with appended adipose tissue measuring 17.0 x 9.0 x 1.3 cm, and 21.0 x 15.0 x up to 2.0 cm. Although the fibromembranous tissue is slightly thickened in areas no suspicious areas of induration or nodularity are noted throughout either fragments. The adipose tissue is homogeneous, and golden yellow throughout. Representative sections of each of these fragments are submitted in cassettes labeled 1a-1d. Additionally received in the specimen container is a 23.0 x 1.0 cm ellipse of skin with a central, healed scar. No areas of pigmentation or lesional tissue are noted. Representative sections are submitted in cassette 1e. 2. Received in formalin are 4 portions of fibrofatty subcutaneous tissue the three larger with overlying portions of skin. Together they weight 1154 grams, and range in size from 7 x 2.5 x 1.0 cm up to 26.0 x 9.0 x 4.5 cm. The skin surfaces range from tan gray to hyperemic tan pink. One of the mid-sized fragments has a central umbilication. Deep to this fragment surface and the smallest fragment surface are areas of shaggy, tan gray fibrous tissue. Sectioning through the larger two fragments reveals predominantly unremarkable fibroadipose tissue. Representative sections from the two smallest fragments to include the shaggy deep surface are submitted in cassettes labeled 2a and 2b. (B)(6)14: york hospital. Daniel s. Henriksen, md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia with foreign body, old mesh. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia with foreign body, old mesh. Extensive adhesions and excess pannus. Operation: repair of recurrent ventral incisional hernia with mesh. Removal of old mesh or foreign body. Extensive lysis of adhesions greater than 2 hours. Panniculectomy. Findings: ¿the patient has a large symptomatic hernia. She was found to have extensive adhesions. There was excessive and devitalized pannus associated with the abdominal wall.¿ procedure: ¿the patient was placed supine on the operating room table and placed under general anesthesia. The abdomen was prepped and draped in a sterile fashion. Perioperative antibiotics were given. A large transverse incision was made around the old scar and excess pannus. Cautery was used for hemostasis. This was carried down to the level of the fascia and the hernia sac was entered. Adhesions were taken down from the hernia sac to the omentum and the small bowel and colon. The excess pannus was removed, weighing 1618.9 grams. The further hernia sac was then excised. The abdominal wall was further opened and further extensive lysis of adhesions was required in order to get the viscera freed from the abdominal wall and to get back into the abdominal cavity. This took greater than 2 hours. Devitalized and thinned abdominal wall was resected and assessment was made that component separation would not be safely done because the abdominal wall lateral to the rectus was very thin. The retrorectus plane was developed inferiorly in the abdominal wall and this was carried down inferiorly to cooper ligament on both sides. A large piece of sepramesh was selected for insertion measuring 20 x 30 cm. This was shaved properly and then this was sutured with 0 prolene to cooper ligament and transfascially to the anterior abdominal wall just above the symphysis pubis. All of the viscera were returned to the abdominal cavity and the counts were correct. The mesh was then tucked in underneath the abdominal wall all the way up to the epigastrium and transfascial sutures were placed. The abdominal wall was then put on tension and retracted medially and transfascial sutures were placed through the mesh and the anterior abdominal wall on both sides under some tension, taking some tension off of the midline. The midline was then reapproximated with #1 prolene and in portions running and in portions interrupted. In one area the native tissues could not be approximated in the upper abdomen and was left as a bridge, but the edges of this fascial region was sutured in a running fashion to the underlying mesh. The mesh laid underneath all of the defect by greater then 10 cm in all directions. The subcutaneous tissues were then further inspected and everything was satisfactory and hemostatic. The wound was then closed deeply with 2-0 polysorb sutures and the skin was closed with 2-0 nylon vertical mattress sutures and staples. Two separate drains were placed to drain the subcutaneous space. These were #10 jackson-pratt drains sutured to the skin with 3-0 nylon. Bandages were applied and she was then transferred to recovery in satisfactory condition.¿ (B)(6)14: york hospital. Implant sticker. Sepramesh ip. Manufacturer: bard. (B)(6)14: [missing records: a pathology report detailing analysis of the device removed during the 01/07/14 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.